Manufacturer narrative:
This report is being amended to reflect changes in sections. No devices or photos were received; therefore the condition of the components is unknown. The review of device history records found no deviations or anomalies. This device is used for treatment. Surgical notes were not provided. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon tried to implant the articular surface it wouldn't seat properly. He made sure there were no obstructions to the poly seating posteriorly. He noted that he felt the posterior lips were distorted.